Event description:
A (B)(6) male pt contacted zoll customer support to report that he is receiving constant adjust/check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval several components within ecgs c and d were damaged. The cause for the damaged components cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged components. The pt received a replacement electrode belt.